Manufacturer narrative:
Method: complaint history review; risk assessment; results: it is likely that the rod fractured in fatigue, but no conclusions could be drawn due to the lack of information and the absence of a testable sample. Conclusion: the cause of the reported event cannot be determined conclusively due to the absence of a sample to evaluate.

Event description:
It was reported that; rod breakage was confiremd after medical procedure. Revision surgery was performed.

Event description:
It was reported that; rod breakage was confirmed after medical procedure. Revision surgery was performed.